Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that they now have an overbite that prevents them from closing their mouth without their top teeth pushing into their bottom lip. They were examined by their dentist and was confirmed that their bite is off and that they also have a crown that cracked because of their bite being off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.